Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: (B)(6) 2007 she had a left hip implanted, on (B)(6) 2007 she had her right hip implanted. But, in (B)(6) 2007 her left hip became dislocated, and by (B)(6) 2008 her right hip implant become dislocated twice for which she had a reduction for. On (B)(6) 2008 had a revision surgery due to repeated dislocation she experienced with her right hip. On (B)(6) 2008 her right hip dislocated on several occasions the she had to have her hip reduced again. She was forced to have another revision surgery on her right hip (B)(6) 2010. Patient was revised to address lack of range of motion and stability. Ppf alleges loosening of cup. After review of medical records for MDR reportability, patient was revised to address recurrent dislocation. Revision notes reported that there was no loosening of the cup. However, two screws were removed. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.